Event description:
The subject device was used during an uncertain procedure. It was reported there was no error. The grasping surface of the subject device was worn.

Manufacturer narrative:
The subject device was returned to olympus. It was confirmed that the grasping surface was worn, and the tip of the grasping surface was deformed. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, it is concluded that the grasping surface was worn since the user continued activating output while the grasping section was closed without grasping any tissues. This report is being submitted as a medical device report in an abundance of caution.